Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. The patient was asymptomatic. The patient was brought into clinic and a device download was performed successfully. The device remains implanted.